Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 84103) was confirmed during the visual inspection. The returned catheter was incomplete. The detached distal balloon was not returned for evaluation. A bond delamination was observed on the distal balloon. The probable causes for the bond delamination could be due to latent defect in the bond. Visual inspection of the returned catheter was performed and found the distal balloon was completely detached from the catheter (bond detachment on both distal and proximal ends of distal balloon). Observed blood residue on the balloons and also in lure tubing. No other physical damage was observed on the catheter. Unable to perform the functional pressurized leak test due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 84103.

Event description:
During patient treatment, the thermogard xp ivtm system generated "air trap" alarm and noticed that the saline bag was not fully spiked. The user noticed about 1 inch of air in the air trap. The "air trap" alarm was cleared after the user spiked the saline bag correctly and primed the tubing. There was no saline leak on the floor or bed. At the end of the treatment, the user observed decreasing saline volume from the saline bag and noticed blood in the tubing. Zoll clinical personnel advised the user to replace the quattro catheter. The patient treatment was completed. No patient consequences.